Event description:
It was reported that a smiths medical pump larming "air in line" when there is no air in line. No adverse patient effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed no labels were missing. During functional check, the reported complaint was duplicated. A fluid filled cassette was attached to the pump, testing could not be completed due to air in line alarm displaying. Procedure was performed. Pump did not alarm the required 2 minutes and 30 seconds. Root cause was found to be the air detector. Air detector was replaced.